Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported a sudden loss of sound when using the device. Additional testing is planned and depending on the outcome re-implantation will be considered.

Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics failed. The failure of the electronic circuitry was probably caused by humidity ingress at detected micro-leaks at the housing braze joint. Other damages found during investigation are most likely related to explantation surgery. The problems described in the recipient report appear to match the damage found. This is a final report.

Event description:
The user reported a sudden loss of sound when using the device. A second audio processor was used but the issue was not resolved. The user reported experiencing intermittencies with the device prior to this event. The user has been re-implanted.